Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. A surgery was cancelled due to the image acquisition system (ias) not turning on. The issue occurred pre-operatively. The system was plugged in, but the batteries were "completely empty." Future troubleshooting would include system log retrieval. The issue did not result in a procedure delay. There was no impact on patient outcome. The system was currently considered down. No further information was provided.

Manufacturer narrative:
H3: additional information provided medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
New information received: the patient was already under anesthesia but no incision was made. The system was plugged in the whole day and the next day, system was working again. It was actually used for a surgery on march 5th. The cause of the issue was not determined yet.no components have been replaced yet.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the umbilical cable was difficult to connect. The cable was subsequently replaced. Additionally, an upgrade on the charger boards was conducted. The imaging system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: b i31000163 (motor battery charger), serial/lot #: (B)(6) ; product ID: bi31000169 (battery charger 1), serial/lot # (B)(6) ; product ID: bi31000170 (battery charger 2), serial/lot #:(B)(6) ; product ID: bi30000443 (internal cable), serial/lot #: (B)(6) h3) the motor battery charger was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. Visual inspection passed. All leds lit both on pcba and text fixture. Bench test passed. All chargers output voltages passed. Measured output voltages were within range. Installed into a known functional system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. No functional fault found. The battery charger 1 was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. Visual inspection passed. All leds lit both on pcba and text fixture. Bench test passed. All chargers output voltages passed. Measured output voltages were within range. Installed into a known functional system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. No functional fault found. The battery charger 2 was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. Visual inspection passed. All leds lit both on pcba and text fixture. Bench test passed. All chargers output voltages passed. Measured output voltages were within range. Installed into a known functional system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. No functional fault found. The interface cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. Mobile view station (mvs) cable interface was bench tested by using cable validator nt900. Cable passed continuity, gbit, and 100t test. Install into a known functional system. The system booted and readied on each power cycle. Motion, generator, communication and charging were successful. Multiple 2d and 3d images were acquired . No errors detected while under test. No fault found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.